Manufacturer narrative:
The technician found the side rail end tube is broken in half by the pivot bolt. The most likely cause is force such as the side rail being ran into an object during transport. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side rail end tube. Shoulder screw and nut to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right side rail would not latch. The stretcher was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).